Event description:
Provider states the spring is broke on the right brake, out of box. Provider states ordered from dedicated distribution and will contact them to replace the unit. Provider states received today and no damage to the box. No further information provided.